Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The evaluation determined that the touch screen failure was due to physical damage to the lcd panel in the top case assembly. The top case assembly was replaced to address this issue. During the evaluation, the device failed to complete its internal self-test. The issue was due to a partially dislodged non-return valve (nrv) in the pneumatic block. The pneumatic block was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device had an unresponsive touch screen. There was no patient injury reported as a result of this incident.